Manufacturer narrative:
The device was returned with the cannula assembly deployed. Inspection of the device did not find any issues that would result in high blood glucose levels. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels reached 16.7 mmol/l (300 mg/dl) with moderate ketones present while wearing the pod between 4 and 24 hours on the arm. The patient was in the hospital, the pod was changed, and her bg levels returned to normal. There was nothing unusual noted regarding the device. No further information is available at this time. The patient's blood glucose history is as follows: (B)(6).